Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed rising and high thresholds and high impedance. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with variable pacing impedance and increased sensing integrity counter (sic). Follow up was conducted. An allied health professional (ahp) was able to verify that reprogramming was completed, and the patient was referred to an electrophysiologist (ep) for a potential lead revision. The lead currently remains in use. No patient complications have been reported as a result of this event.